Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, the ventilator stopped showing the waveforms, the ventilator did not alarm, the ventilator continued to ventilate the patient. There was no harm to the patient reported. The service engineer evaluated the ventilator and did not duplicate the customer reported condition. The ventilator passed self-testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.